Event description:
It has been reported that one ultrasafe x225l png clear has been found separated from the safety device before use. The following has been provided by the initial reporter: patient`s medication because one of the syringes when removed from the box had the plunger separated from the body.

Manufacturer narrative:
H.6. Investigation: neither sample nor photo was provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batches involved in this complaint meet all acceptable quality levels (aql¿s), were manufactured and released according to applicable procedures and specifications. Based on the investigation conclusion the defect occurred due to misuse of the combination product. The identified potential causes for plunger pulled out issues are all related to misuse/mishandling of the combination product by the end user. Bd IFU which was provided to our customer is detailed enough to avoid mishandling during removal of the combination product from blister or during preparation of the product for administration. H3 other text : see h.10.

Manufacturer narrative:
PMA/510(k)#: k011369 / k122558. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Initial date of awareness was (B)(6) 2019 but the complaint was deemed not reportable. New information from the analysis of the sample prompted re-evaluation of the decision to report the issue on (B)(6) 2020.

Event description:
It has been reported that one ultrasafe x225l png clear has been found separated from the safety device before use. The following has been provided by the initial reporter: patient`s medication because one of the syringes when removed from the box had the plunger separated from the body.